Event description:
It was alleged that after set-up and beginning of an inatrope infusion on a pt, the pump alarmed with a error message, and during the period of time when the nurse was clearing the error, the pt experienced elevated blood pressure from the drug infusion being delayed. The pt's blood pressure from the drug infusion being delayed. The pt's blood pressure was stabilized. There was no resultant pt complication.